Manufacturer narrative:
The explanted products were not going to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead exhibited abnormal impedance measurements and increased pacing threshold measurements. A fracture was suspected. During a revision procedure, the rv lead was explanted. However, this chronic right atrial (ra) lead was adhered to the svc coil of the rv lead. Therefore, the ra lead was also explanted. It was noted the non-boston scientific device had been implanted for eight years, so the device was also replaced. A new implantable cardioverter defibrillator (ICD) system was implanted without complication. No additional adverse patient effects were reported.